Manufacturer narrative:
Product analysis the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The device was interrogated and the lead exhibited noise, non sustained ventricular episodes, oversensing and possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.